Event description:
Revision is being scheduled because the femoral stem is fractured and the tibial stem is angled. The patient had an infection and bone loss with previous total knee. Bone was compromised.